Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A breath delivery printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no table conditions. An investigation was performed and the failure investigation technician reported that the reported condition could not be duplicated.

Event description:
It was reported that an 840 ventilator had error codes. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and replaced the breath delivery (bd) board. The se updated the software to the current revision and the unit passed all testing and operates within the manufacturing specifications